Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bowel/bladder perforation / migration/ migration of essure device location of device: bowel/bladder perforation or perforation of other internal organs'), gastrointestinal injury ('bowel/bladder perforation / migration') and perforation ('perforation of other internal organs') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), gastrointestinal injury (seriousness criterion medically significant), perforation (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the bladder perforation, gastrointestinal injury, perforation and pelvic pain outcome was unknown. The reporter considered bladder perforation, gastrointestinal injury, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bowel/bladder perforation / migration/ migration of essure device location of device: bowel/bladder perforation or perforation of other internal organs'), intestinal perforation ('bowel/bladder perforation / migration') and perforation ('perforation of other internal organs') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the bladder perforation, intestinal perforation, perforation and pelvic pain outcome was unknown. The reporter considered bladder perforation, intestinal perforation, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Case updated to serious incident. Reporter added. Added event pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bowel/bladder perforation / migration') and intestinal perforation ('bowel/bladder perforation / migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant) and intestinal perforation (seriousness criterion medically significant). At the time of the report, the bladder perforation and intestinal perforation outcome was unknown. The reporter considered bladder perforation and intestinal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- bladder perforation, intestinal perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.